Manufacturer narrative:
(B) (4), concomitant medical products:architect i2000sr analyzer, list # 3m74-01, (B) (4).evaluation: as no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the architect i2000sr analyzer has generated intermittent error code 1006 (unable to process test, background read failure) for controls and patient sample runs, when reaction vessel (rv) lot 71558p100 was in use. The issue was observed across various architect assays. The customer was asked to change to a different lot of rvs and monitor the performance after implementing the new rv lot. The customer's analyzer logs were sent to abbott for evaluation. The customer stated no error code 1006 or error code 1007 (unable to process test, activated read failure) were generated with the replacement rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer reported the system failed to boot. No report of pt injury.